Manufacturer narrative:
Method: performance tests performed. Results: device performed according to specification. Conclusion: no device failure. Edwards performed an evaluation of the returned device by visual inspection and functional testing. As received, the returned device passed the patency test and there were no leaks or occlusions found in any of the three lumens. Balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. There were no visual damages, contamination or other abnormalities found on the returned device. Manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event. Based on the information received and the product evaluation findings, a definitive root cause could not be determined. It is possible procedural factors and the physician being a new user of the device may have contributed to the difficulty infusing retrograde cardioplegia while observing high line pressure and high coronary sinus pressure. A review of the instructions for use (IFU) was conducted and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following warnings ¿high cardioplegia line pressure at low flow rates and/or inadequate delivery of cardioplegic solution may indicate excessively deep placement of the retrograde cardioplegia device within the coronary sinus or within a side branch of the coronary sinus¿. The IFU and training materials adequately cover guidance on contrast use with the device and flushing of the cardioplegia lumen after contrast infusion for venogram assessments. The complaint trend was assessed and was found to be in control. No further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that retrograde cardioplegia was unable to be administered via a peripheral retrograde cardioplegia device. High line pressure and high coronary sinus pressure were noticed upon the first dose of retrograde cardioplegia. The device was inserted into the patient at 08:17 am. Cardiopulmonary bypass was initiated at 10:10 am. Then cross-clamp was on 10:12 am followed by initiation of 1000 ml antegrade solution. The first dose of 300 ml retrograde solution was attempted at 10:15 am; however, the coronary sinus pressure rose to 80 mg/hg which was turned off. As part of troubleshooting, the pressure lumen was actively flushed. The anesthesiologist placed a syringe on the sideport of the cardioplegia lumen and attempted to aspirate; however, he was not successful. Then the anesthesiologist deflated the balloon and pulled back the device 1 cm. He re-attempted to aspirate the cardioplegia lumen and no flow was noticed. The surgeon completed the redo/open aortic valve replacement (avr) procedure with antegrade cardioplegia only. No visible damages were noticed on the device prior to use. During preparation of the device, the cardioplegia lumen was primed with 50/50 (saline/contrast) solution. Transesophageal echo (tee) and fluoroscopy imaging were used and no difficulties were encountered during placement of the device. The available venogram confirms placement of the device in the coronary sinus and shows good distribution of the contrast medium. The venogram image indicates there were no issues during injection of the contrast medium through the cardioplegia stopcock. Patient had no unexpected anatomical variances and no patient complications were reported.

Manufacturer narrative:
Device evaluation is pending. Additional manufacturer narrative: a supplemental MDR will be files when the evaluation is complete.